Manufacturer narrative:
Batch review performed on 30 jan 2026. Lot 2244438: (B)(4) items manufactured and released on 30-jan-2023. Expiration date: 2028-jan-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery after 2 years and 9 months due toknee instability, and the cause is unknown. The surgeon revised the insert from a 10 mm to a a 13 mm. The surgery was completed successfully.